Event description:
On (B)(6) 2026, the patient had improper infusion set placement with the set inserted in the chest location while the pump was worn on the hip, positioned 4 inches below the infusion set, creating excessive distance between the set insertion site and pump location that compromised insulin delivery accuracy, resulting in low blood glucose levels treated via glucose tablets.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.